Event description:
A customer reported a po2 result from an abl80 flex co-ox analyzer that did not match the clinical state of the pt. The po2 from the abl80 flex co-ox analyzer was lower than the value expected by the healthcare professional. The user was not, however, able to provide the date and time nor the specific measured values for the sample in question. The customer stated that the pt was not managed or treated based on the results from the abl80 flex co-ox analyzer.

Manufacturer narrative:
Though the analyzer was not returned for failure investigation, logs from the analyzer were provided. Analyzer logs included pt, quality control and calibration logs. Quality control and calibration logs documented a well-functioning analyzer with MFR's specifications. A set of consumable items was returned by the customer, but these items were not the ones in use at the time of the pt analysis in question (the consumable items in use at the time were not available to investigation). The returned items were tested and demonstrated successful calibration and quality control results within MFR's specifications. As the deficiency expressed by the customer resembles that of a previously reported MDR, this event will be reported as an MDR according to the 2-year assumption rule even though no evidence of a malfunction could be established.